Event description:
It was reported that during a minimally invasive spinal procedure, a bur broke within the drill attachment. There was no report of any device fragments entering the surgical site. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR, however, the complaint could not be replicated. There were no bur fragments found within the device, and no bur was returned with the device. The device was disassembled and no further evidence supporting a bur breakage was found. Due to the disassembly process, the device could not be repaired and therefore was not returned to the user facility.